Event description:
As reported by the (B)(4), the patient suffered from diplopia and hypotension, which was later diagnosed as a transient ischemic attack (tia), one day after a precise stent implantation. The tia was not specifically treated, however, the hypotension was treated with medications. The patient fully recovered in less than 24 hours with no residual deficits. The nih stroke scale score and the rankin score were 0 at baseline. The target lesion was located in the left proximal internal carotid artery. The eccentric target lesion length was 15mm and the diameter was 6mm. The lesion was mildly calcified with a stenosis of 80%, and it was located in a type ii arch vessel. A 7mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. Then, an 8x40 precise pro rx stent was successfully deployed at the target lesion. The angioguard rx was retrieved, and the basket was found to have debris. The patient left the angio suite without any neurological complications or deficits. The patient was then discharged the next day, and he was somewhat hypotensive. The discharge nih and rankin scores were 0. Then, on the way home from the hospital, the patient had a sudden onset of diplopia, which affected both eyes. The patient then returned to the ER. His blood pressure was ranging from 90-100 systolic, so he was treated with neo-synephrine and midodrine. A CT was performed and there was no evidence of an acute intracranial process. The adverse event lasted for less than 24 hours, and the patient fully recovered with no residual deficits. The patient was discharged the next day with an nih and rankin score of 0.

Manufacturer narrative:
This is the initial and final report. As reported by the (B)(4), the patient suffered from diplopia and hypotension, which was later diagnosed as a transient ischemic attack (tia), one day after an 8x40mm precise pro rx stent implantation. The tia was not specifically treated; however, the hypotension was treated with medications. The patient fully recovered in less than 24 hours with no residual deficits. The patient is a (B)(6)-year-old male with a history of hyperlipidemia, hypertension, smoking, coronary artery disease, and peripheral vascular disease. The nih stroke scale score and the rankin score were both 0 at baseline. The target lesion was located in the left proximal internal carotid artery. The eccentric target lesion length was 15mm and the diameter was 6mm. The lesion was mildly calcified with a stenosis of 80%, and it was located in a type ii arch vessel. During the procedure, a 7mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. Then, an 8x40 precise pro rx stent was successfully deployed at the target lesion. The final target lesion stenosis percentage after stent implantation was 0. The angioguard rx was then retrieved, and the basket was found to have debris. The patient left the angio suite without any neurological complications or deficits. The patient was then discharged the next day, and it was noted he was somewhat hypotensive. The discharge nih and rankin scores were both 0. Then, on the way home from the hospital, the patient had a sudden onset of diplopia, which affected both eyes. The patient then returned to the ER. His blood pressure was ranging from 90-100 systolic, so he was treated with neo-synephrine and midodrine to keep his blood pressure above 120 systolic. A CT was performed and there was no evidence of an acute intracranial process. The adverse event lasted for less than 24 hours, and the patient fully recovered with no residual deficits. The patient was discharged the next day with an nih and rankin score of 0. The product was implanted and not available for evaluation; therefore, no extensive analysis could be performed. A device history record review was performed and showed that the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension, the resultant tia and associated symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. Visual changes, such as diplopia, are common symptoms experienced during a tia. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included acetylsalicylic acid, amlodipine, metoprolol, naproxen, nitroglycerine, prasugrel. And clopidogrel. The post-procedure medications include neo-synepherine and midodrine. Concomitant devices: angioguard rx: catalog number: 701814rmc, lot number: 70313451.

Manufacturer narrative:
Please note that additional details were received from the clinical events committee (cec) meeting minutes that the procedure was uncomplicated, the site reported. When the patient experienced the diplopia, his family called and the patient was advised to return to the emergency department. Neurological examination at that time was reported as non-focal. An acute progress note on (B)(6) 2013 reported that as the patient awoke on (B)(6) 2013, diplopia was not present.